Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg site and left leg. As a result, patient underwent surgical intervention wherein the ipg was relocated to address the issue. The ipg was also explanted and replaced due to a service app issue (see manufacturer report number 1627487-2020-01746). The lead was also explanted and replaced due to ineffective stimulation (see manufacturer report number 1627487-2020-01745).